Event description:
5/9/2000: one day after pt's period ending, this consumer experienced a sunburn-like rash on pt's body, cheeks and nose, 102f fever chills, vomiting, joint pain and body aches. Pt reports pt felt faint and unable to stand. Pt went to emergency room where physicians performed extensive lab work and a vaginal ultrasound. The consumer reports that the ER dr told pt pt's had a ruptured ovarian cyst, prescribed cipro and released pt the same day with instructions to follow up with pt's personal md. The consumer was seen by pt's personal physician and reports that this physician told pt, pt had tss, however, this has not been documented by medical records.

Event description:
5/9/2000: one day after consumer period ended, this consumer experienced a sunburn-like rash on pt body, checks and nose. 102f fever, chills, vomiting, joint pain and body aches. Pt reports feeling faint and unable stand. Pt went to e.r. Where physicians performed extensive lab work and a vaginal ultrasound. The consumer reports that the e.r. Doctor told pt had a ruptured ovarian cyst, prescribed cipro and released pt the same day with instructions to follow up with personal md. The consumer was seen by pt's personal physician and reports that this physician told pt had toxic shock syndrome. However, this has not been documented by medical records.